Event description:
It was reported that the stent was not fully reconstrained. A 16x90/9 fr uni plus 75cm wallstent endoprosthesis stent self expanding catheter was advanced for treatment. However, as they pulled the sheath back to deliver the stent, the stent slid back with the sheath. The stent was reconstrained; however a part was still exposed at the time of removal from the patient. The procedure was completed with another of the same device. No patient complications were reported.